Manufacturer narrative:
H3: device evaluation - lens was returned dry in microcentrifuge tub. Visual inspection found haptic broken. Dimensional and functional inspection found the lens to be within specification. Claim#: (B)(4).

Manufacturer narrative:
H6: investigation type 4110: lens work order search - no similar complaint event(s) within associated lots were found. Secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim#: (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced refractive surprise. The lens was exchanged for a different diopter lens and the problem resolved. Cause of the event was reported as unknown.